Event description:
It was reported that when screwing the locking screw down in the connecting rod, the locking screw went through the hole and the gap under became wider. There was a buckle on one side of the hole, and also a small buckle on the other side. Therefore, the transverse bar did not work as intended. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection revealed that screw went through the hole. No product fault could be detected.